Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps (B)(6) reported mics status check fail. Case was canceled.

Manufacturer narrative:
Reported event: mps (B)(6) reported mics status check fail. Device evaluation and results: "per (B)(4) - the mics hand piece will run when ever the trigger is pressed. I replaced the cpci assembly and performed the followup outlined in the service manual. The old cpci is part number 211123 lot 21112347-3. The new part number is 211123-r lot 21112308. The robot is ready for clinical use. " product history review: a review of device history records shows that on 05/18/16 1 device was inspected and 1 device was placed on: qt16-04-0066, qt15-05-0040. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 211123 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Per (B)(4), preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. It was confirmed that mps (B)(6) reported mics status check fail no additional investigation or specific actions are required. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
(B)(4): mps (B)(6) reported mics status check fail. Update: case was canceled.